Manufacturer narrative:
(B)(4).: the adverse event date for the patient¿s nonunion/delayed healing that occurred post operatively is unknown. The 510k: this report is for one unknown helical blade device, unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of a helical blade on (B)(6) 2018 due to protrusion into the pelvis and nonunion/delayed healing. The blade was protruding into pelvis and the head and neck are not healed and have collapsed. The helical blade was part of a titanium trochanteric fixation nail (tfn) construct originally implanted on an unknown date. The surgeon has decided to leave nail implanted at this time. The blade was removed intact. No surgical delay. Procedure was completed successfully. Patient outcome reported as okay/complete. Concomitant devices reported: nail (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).